Event description:
Reporter initially noted two posterior capsule tears occurred during capsule polishing with one I/a tip over a three week period. Surgeon noted port in tip appeared rough. Additional info received noted five events occurred. Anterior vitrectomy performed. Pt 5 of 5: prognosis reported as good; no long term problems with any of the pt's.